Event description:
It is reported that the device was implanted in 2006. Approximately two weeks post-op, the surgeon found that the shaft of the femur had fractured. It is unknown whether a revision surgery has or will occur.

Manufacturer narrative:
Evaluation summary: the patient activity level is unknown at time of surgery. No data on the type and location (proximal or distal) of fracture on the femur. Also, there is no information about the conditions under which this event occurred. Based on the available information, a definitive cause cannot be attributed. Evaluation: no product or x-rays were returned for review. No lot number was provided; therefore, manufacturing records could not be reviewed.